Manufacturer narrative:
A field service engineer was onsite to evaluate the device. Upon evaluation, the print circuit board was replaced to resolve the issue. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is unable to display image with the 180, 160, and 165 scopes. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the patient circuit board was replaced and the phenomenon was resolved. Therefore, it is likely that the phenomenon occurred due to the failure of the patient circuit board. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.